Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited noise in all vectors. It was noted that this patient also has a left ventricular assist device in addition. Tachy therapy was programmed off and the electrode remains implanted. A transvenous system was implanted and remains in service. No adverse patient effects were reported.